Event description:
According to the reporter, during connection process, at the time of washing/flushing the venous lumen, a "projectile"-type blood leak was observed in a small amount, a fracture in the venous lumen was noted. The physician was informed who generated an order to change the catheter and catheter was replaced the same day the event was reported. The patient could not be connected and the treatment was suspended. Chlorhexidine gluconate 2% was the cleaning agent used. There was blood loss of less than 150ml and no transfusion was required. The catheter was not repaired and there was no luer adapter issue. Treatment was scheduled the next day and was completed. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during connection process, at the time of washing/flushing the venous lumen, a "projectile"-type blood leak was observed in a small amount, a fracture in the venous lumen was noted. The physician was informed who generated an order to change the catheter. The patient could not be connected. The catheter was not repaired and there was no luer adapter issue. There was no reported patient injury.